Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a sore under the electrodes, no broken skin. The patient was told to use a cream from physician. The patient reported that the sores are improving.